Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless pacemaker (lp) implant. During procedure, after the leadless pacemaker was loaded onto the delivery catheter, it prematurely separated and fell on the unsterile floor. A new leadless pacemaker was loaded without issue to the same delivery catheter. During implant, when the physician went into tether mode after fixation, the lp prematurely released. The lp remained fixated with adequate numbers. Upon inspection after removal, the delivery catheter was noted to have misaligned tethers while the release knob was in starting position. The patient was stable.